Event description:
It was reported that the right ventricular lead had high threshold since implant. Shortly after implant, the patient had chest pain and an echo examination revealed blood effusion due to lead perforation. The patient was hospitalized while recovering from the effusion. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.